Event description:
The customer reported initially reported that the device was providing regrasp alarms through the generator upon activation. There was no pt injury. The device self-activated when latched while simulated tissue was in the jaws during initial testing at covidien.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.